Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause for the reported expulsion resulting in embolism could not be determined. A cause for the reported shock and heart failure also could not be determined. The reported death was a cascading event of heart failure and shock. The reported foreign body removal and medical intervention were a result of case-specific circumstances. Additionally, the reported patient effects of embolism, shock and heart failure as listed in the instruction for use (IFU) is known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filing, additional information received reported that the patient died on (B)(6) 2021. The patient did not want any additional testing. The patient was septic and in heart failure when the patient came into the hospital. For religious reasons they did not do any other intervention. In the physician's opinion, the patient death was not due to the implanted clip as the patient was in very poor health. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report complete clip detachment which embolized. It was reported that the mitraclip procedure was performed on (B)(6) 2021 to treat degenerative mitral regurgitation (mr) with grade 4. Two clips were implanted, reducing mr to 2. On (B)(6) 2021, it was noted that one of the clips had detached from both leaflets and embolized in the iliac vein. Mr had increased to 3+. On (B)(6) 2021, the clip was retrieved used a snare device. No additional information was provided.